Event description:
It has been reported to philips that the c-arm was not responding when using the geometry module. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) checked and confirmed that no c-arm movements were working. The maquet table was working from remote control. Log file analysis confirmed the reported issue. The customer performed a restart, but the system hung at shutdown. The rse instructed the customer to perform a hard restart as the system was shut down from the main switch generator (m cabinet). After the hard restart, the system was working as intended. The philips field service engineer (fse) visited the site and checked the geo-pc. The geo-pc started up in a normal way. After the hard restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.